Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alice y. Matoba, md,jeff r. Peterson, md, kirk r. Wilhelmus. Dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative. American academy of ophthalmology published by elsevier inc. March 2016, volume 123, number 3, 451-456. The manufacturer internal reference number is: (B)(4).

Event description:
As reported in the literature out of sixteen consumers, twelve consumers were exposure to contact lens care disinfecting solution containing poly quaternium-1. The actual contact lens care disinfecting solutions associated with the event is not known, therefore as per the article unspecified contact lens care disinfecting solutions considered as a suspect product. This complaint refers to one of the consumers out of twelve, who was exposed contact lens care disinfecting solution containing polyquaternium-1 and was in use with daily contact lens for both eyes and experienced bilateral dendritiform keratopathy. After the elimination of exposure to polyquaternium-1 within three weeks, the event was resolved, and it is unknown which treatment medication has been provided. The current status of the consumer's eye was resolved. No further information is available at the time of reporting.

Manufacturer narrative:
The lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).